Manufacturer narrative:
The t:slim user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 250mg/dl and a manual injection was administered to address the bg level. The customer troubleshot the issue on their own and found the occlusion to be within the infusion set tubing. Reportedly, the customer uses apidra insulin within their cartridge. Tandem technical support informed the customer that apidra is contraindicated for use with the pump. The customer stated they changed their pump supplies and successfully resumed insulin therapy and would contact their healthcare provider in regards to switching to an insulin type that is indicated for use with the pump.